Event description:
It was reported that a large volume infusor contained a piece of red plastic. This was identified before use. The device was filled with an unspecified amount of an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 to october 25, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed a red fragment of the coil cap shaving inside the housing of the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.